Event description:
It was reported that the patient is deceased. The patient died after the placement of an extravascular (ev) implantable cardioverter defibrillator (ICD) system. Defibrillation threshold (dft) testing had been completed, and the pocket closed when anesthesia noted the patient¿s oxygen level and blood pressure to be dropping. It was indicated that a clot had formed in the patient¿s right ventricle which eliminated blood flow to the body. The cause of the clot was unknown. It was indicated that neither the ev ICD nor ev lead caused the patient¿s death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that dft testing failed at 30 and 40 joules (j), and external defibrillation was unsuccessful. Chest compressions were performed, and a 40j shock in reverse polarity successfully converted the rhythm. All ev lead measurements were normal following conversion, and the procedure was deemed a successful implant. Approximately 15 minutes later, anesthesia noted the patient¿s vitals deteriorating, and resuscitation was performed which included shocks and pacing from the ev ICD system. Heart catheterization was performed by an interventionalist, and no anomalies were found in the arteries. The patient received extracorporeal membrane oxygenation (ECMO), and an ultrasound ultimately found the massive clot. The physician determined the cause of death to be pulmonary embolism.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.